Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing severe cough and headache. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing severe cough and headache. There was no report of patient harm or injury. Despite multiple attempts on 4/04/2022, 4/11/2022, 4/20/2022, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section were updated. Unique identifier (UDI) in section d4 was corrected.